Event description:
The customer contacted baxter's technical service center to report a system error 2240 (air in line) alarm on a homechoice (hc) machine during initial drain. The home patient (hp) had pressed start prior to connection, and then connected after the alarm. The baxter technical service representative assisted the hp in clearing the alarm and getting the set out. Proper procedures were reviewed with the hp. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted if any additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during initial drain was not confirmed due to a lack of sample. However, based on investigation information, the cause of the system error 2240 was determined to be use error. The lot number is unknown therefore a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).